Event description:
The user facility reported that the colonoscope with forward water jet channel was used in a diagnostic colonoscopy procedure and the doctor indicated that when he stepped on the pump foot pedal, blood came out of the channel and went into the pt. The doctor indicated that the blood was not from the pt being examined. The colonoscope was said to have been reprocessed in the oer-pro. The user reported that the pre-cleaning was done in the procedure room, and the colonoscope was connected in the require areas in the required areas of the oer-pro. The colonoscope was washed on (B)(6) 2012 and hung in the cabinet. The colonoscope was then used the following day in the aforementioned procedure on which the reported incident occurred.

Manufacturer narrative:
Olympus follow up with the user facility to obtain more info regarding the report and was informed during the procedure, the user noted a solidified blood clot expelled fro the channel of the scope and fell into the pt. The user performed some blood works on the pt to test for hiv, hepatitis b, hepatitis c, and liver test function (sgpt). All test results were said to be negative and the pt's liver test is reportedly normal. The user facility did not return the colonoscope to olympus for evaluation. As part of our investigation into this report, an olympus field service engineer visited the user facility to evaluate the oer-pro automated endoscope reprocessor (aer) used to reprocess the subject colonoscope. Based on the evaluation performed, there was no problem noted with the aer. The fse verified that the fluid was flowing from all channel connectors by attaching the test jig and running several cycles. The fse noted that fluid flowed perfectly and verified that the colonoscope was reprocessed. The exact cause of the user's experience could not be conclusively determined, but improper reprocessing or delayed reprocessing of the endoscope could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an excess of caution.